Event description:
While removing the device from the pt, the quadlumen broke leaving the jacket guard and the balloon in the pt. The broken piece was successfully retrieved using a snare catheter. The graft was successfully implanted.